Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient's cornea is normal, the iol is opacified, sight into eye is hindered. Ultrasonography of right eye echogram is normal.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A director of surgical services reported that following an intraocular lens implant procedure, the lens became clouded. Additional information was provided by the ophthalmologist that the patient experienced blurred images, dissatisfaction with quality of vision, reading difficulties and unspecified issues performing his work. Additional information has been requested and received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided, that the patient is under constant care of ophthalmologist, who from the moment of discovering cloudiness, states increasing glistening changes, plus solid peripheral changes in lens, precluding normal vision. After cataract surgery the patient did not require treatment, no inflammatory changes were stated, and did not experience any injuries. No actions were made apart from monitoring course of cloudiness during that time and control advices that patient reports for every 5-6 months. During all time of post-operative observation the patient did not report any general disease or traumas. He is under constant antiglaucoma care and no other ophthalmological treatment was applied. At last visit , the cornea is correct, posterior chamber implantation correctly placed, with present glistening and solid peripheral and central changes. Fundus of the eye seen as through fog: nerve ii of optic disc with deepened vascular niche, retina and vessels without pathology.